Event description:
A dcs plate implanted in 04 was revealed by x-ray in 2005 to have fractured at the 2nd large screw hold proximally and explanted on the 3rd day. Lateral view x-ray also revealed that patient appeared to have a non-union on their fracture.